Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: ketone test strips were returned for evaluation. Product testing was performed and no defect found. Returned product was forwarded to packaging. Internal evaluation was completed and no abnormalities were observed. Most likely underlying root cause: mlc-063: damaged during transit.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned - product evaluation in process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the ketone test strips. Complaint was reported via e-mail and customer had been contacted by telephone. Customer stated he had purchased 100 count (two vials) of the ketone test strips and that the lid on one of the vials had been open. Customer did not indicate that the box had appeared to be tampered with and it had been sealed when received. Customer had not performed any tests using this vial of ketone test strips. The customer feels well and did not report any symptoms. No medical attention related to the use of the product was reported. The ketone test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is undisclosed.